Manufacturer narrative:
Technician found that the left foot siderail locking mechanism would not lock as it was sticky. Cleaned and lubricated the mechanism to resolve this issue. Located in warehouse storage.

Event description:
Information received that the siderail will not lock in place. No injury reported.